Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a misalignment in the touch position on the v60 ventilator touchscreen. The device was not in clinical use. There was no report of harm. The device did not meet specification. The pse confirmed the issue through completing preventative maintenance (pm) testing and since it was not resolved by calibrating the touchscreen, the touchscreen was replaced. Concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen passed all flex cable resistance verification testing. In addition, the pil technician also verified that the touch screen passed all resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found.